Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature article titled ¿international journal of hyperthermia¿ that 46 patients underwent percutaneous image-guided locoregional treatments of bone metastasis with rf ablation procedure. Postoperatively, two patients had pain and grade-3 complications (requiring interventional or surgical treatment).